Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device broke during use in a procedure. The device was used to manipulate movement of the uterus. Examination of the device found the insulation had split from the shaft of the device. No patient injury occurred or medical intervention required.